Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a discrepant result was obtained. The patient received a negative result, but there was a 3rd line on the test cartridge and the patient was experiencing symptoms. There was no report of confirmatory testing. No patient impact was reported. Eua (B)(4). The following information was provided by the initial reporter: customer states they received a negative result with app, but there is a 3rd line. Customer states they had just completed test. Customer says they are exhibiting symptoms, possibly allergies. Customer states having a recent possible exposure.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a discrepant result was obtained. The patient received a negative result, but there was a 3rd line on the test cartridge and the patient was experiencing symptoms. There was no report of confirmatory testing. No patient impact was reported. Eua(B)(4). The following information was provided by the initial reporter: customer states they received a negative result with app, but there is a 3rd line. Customer states they had just completed test. Customer says they are exibiting symptoms, possibly allergies. Customer states having a recent possible exposure.

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2017590, ¿customer received a negative result with app, but there is a 3rd line.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.